Event description:
It was reported that during central processing the wires of the pk dissecting forceps instrument were broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the pitch down cable was found to be frayed at the distal clevis hub. The conductor wires are intact and undamaged. The frayed strands stick out at the wrist. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.